Event description:
It was reported that a patient¿s surgeon told him that he had snipped a ¿couple¿ of catheters in the past when discussing the patient¿s upcoming lumbar fusion surgery. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).